Event description:
It was reported 30 mins into a cervical fusion procedure, the machine faulted. All cords were removed and the machine was rebooted. The machine failed as it finished rebooting so they turned it off and on again. The case resumed. There was no affect on the pt.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Eval: the pulsar generator and power cord were returned. The unit delivered energy correctly into the fixed resistors. The standard 50 ohms imbalance test measurement indicate the pt pad measurement system was performing well. The unit had applicable software and hardware upgrades and was recertified for use.